Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Damaged optic after implantation. During iol implantation the optic did not appear to open so the surgeon manipulated it with a hook and found that the optic was cracked. The iol was explanted and a backup iol was implanted. Iol was explanted on (B)(6) 2026. Problem code: a0404 - crack.